Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s husband reported customer received higher readings on her adc freestyle libre sensor than readings received on a competitor meter. Caller further reported that on (B)(6) 2018 customer received a sensor result of: 453 mg/dl (upwards vertical trend arrow) which was compared to a meter result of 135 mg/dl. Another scan was performed a couple of minutes later with a result of 275 mg/dl (trend arrow diagonal downwards). Caller noted the customer ¿felt bad¿ and took ¿insulin many times,¿ but didn¿t feel any change. Customer subsequently lost consciousness and ¿couldn¿t move in bed,¿ so she was transported to a hospital. At the hospital, customer was treated with a glucagon injection. Caller also reported the following comparison, but it is unknown when the readings were received relative to the treatment with glucagon: meter result of 387 mg/dl compared to a sensor result of 82 mg/dl. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s husband reported customer received higher readings on her adc freestyle libre sensor than readings received on a competitor meter. Caller further reported that on (B)(6) 2018 customer received a sensor result of: 453 mg/dl (upwards vertical trend arrow) which was compared to a meter result of 135 mg/dl. Another scan was performed a couple of minutes later with a result of 275 mg/dl (trend arrow diagonal downwards). Caller noted the customer ¿felt bad¿ and took ¿insulin many times,¿ but didn¿t feel any change. Customer subsequently lost consciousness and ¿couldn¿t move in bed,¿ so she was transported to a hospital. At the hospital, customer was treated with a glucagon injection. Caller also reported the following comparison, but it is unknown when the readings were received relative to the treatment with glucagon: meter result of 387 mg/dl compared to a sensor result of 82 mg/dl. No additional treatment was reported. There was no report of death or permanent injury associated with this event.